Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side deflation. Device remains implanted.

Manufacturer narrative:
The reason for reoperation was deflation.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease flat, wear abrasion, and an opening, as well as device appearance(air cavities are observed but it is not considered a defect due to being located in the non-textured part ). Leak test was performed and found an opening on anterior. A microscopic analysis was performed which identified a sharp(edge) opening assessed as an unidentified(tear) opening. The fill test inspection was performed with the result of no blockage. Based on the device analysis the final assessment is a sharp opening on valve bond edge due to an unidentified(tear) opening.

Event description:
Device was explanted.